Event description:
It was reported that when using the bd pyxis¿ anesthesia station es experienced a database integration issue and entered disconnect mode. As a result, the machine was not communicating with the cii safe or plx systems. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the database integration and machine was in disconnect mode and not communicating. A field service engineer (fse) found that station has been in disconnected mode for at least 30 days. Was able to get access to station on short notice; found network cable to be damaged; replaced with new. Accessed station before another case was admitted and shut off data synchronization and maintenance services; also contacted jo in it services to re-whitelist device; later that day, station showed as online and reachable by rss; escalated back to csc for database integration and synchronization. Fse examined and discovery showed that ethernet port was not active, however port was active. Once the ethernet cable was plugged into port k 32, windows updated, and communication was restored. Fse informed it of this and gave them detailed notes. Fse reset all cables back to original ports. It will proceed with the port repair. External cause. A technical support specialist (tss) dialed into station and reviewed the data synchronization debug logs, which showed communication errors with the server. The station attempted to upload changes but remained at zero for over an hour. Following knowledge article title manual recovery required - datasyncinvaliduploadchangetrackingvalue. The station was rebooted, but subsequent dial-in attempts timed out as the station went offline. Pharmacist was contacted and advised to power cycle the station; and was unavailable and requested a callback. Later, pharmacist was contacted and confirmed awareness of the case. Customer verified that the issue had been resolved and that the station was showing online in rss. After confirming that the station was functioning properly and authorized closure of the case, and the case was subsequently closed. The system functioned as intended after the technical support specialist troubleshot the device.